Event description:
A malfunction was reported on the pump after it was possibly bumped against another object. No adverse impact to the customer's blood glucose level was noted, as it did not exceed 500 mg/dl. The customer reset the pump independently before contacting support.